Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedure of a total vaginal hysterectomy with anterior and posterior repair during mesh implantation. It was reported that the patient underwent mesh revision on 09/26/2008 due to chronic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat uterovaginal prolapse, rectocele, cystocele, enterocele, genuine stress urinary incontinence with urethral hypermobility. It was reported that the patient underwent the concurrent procedures of a vaginal uterosacral ligament colpopexy and suburethral sling during mesh implantation. No additional information was provided.